Event description:
Per consumer, the casters are making the chair buck. He claims he was thrown from the chair but did not sustain any serious injury, just a few scrapes and bruises. No medical attention sought.